Event description:
It was reported that a midline laparotomy on (B)(6) 2011 and suture was used for continuous abdominal fascial closure. The patient developed a wound dehiscence and a superficial wound infection on (B)(6) 2011 and was re- hospitalized with vac therapy. The surgeon opines that the cause of the dehiscence was contaminated wound status by bowel fistula.

Manufacturer narrative:
(B)(4). Wound dehiscence. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. There are two possible devices involved in the event as follows: pds ll plus antibacterial suture . Pds ii (polydioxanone) suture.